Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with shortness of breath. Low r wave sensing and loss of capture were noted. The lead was subsequently capped.